Event description:
It was reported that an alert 113 (reduced water temperature control) occurred on the arctic sun device. The patient temperature was 37.6c, target temperature was 37c, water temperature was 32.7c, flow rate was 2.9lpm, mixing pump command was 100 percentage, chiller temperature (t4) was 4.4c. Mis advised that the mixing pump likely needs to be replaced. Be sure to drain water from pads before swapping device and nurse confirmed that they have another machine available. Per second call received nurse swapped out this device and receiving alert 113 (reduced water temperature control). The patient temperature was 38.3c, target temperature was 37c, water temperature was 21.1c and water flow rate was 2 l/m. 4 pads connected with no bends or kinks. The device had good airflow to the back. The system diagnostics showed outlet monitor temperature (t1) was 21.1c, outlet control temperature (t2) was 21.1c, inlet temperature (t3) was 22.4c, chiller temperature (t4) was 21.7c, water flow rate was 2 l/m, inlet pressure was -6.9 psi, circulation pump command was 51 percentage, mixing pump command was 100 percentage, heater showed 0, water reservoir level showed 5, system hours were 1428.6 and pump hours were.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that an alert 113 (reduced water temperature control) occurred on the arctic sun device. The patient temperature was 37.6c, target temperature was 37c, water temperature was 32.7c, flow rate was 2.9lpm, mixing pump command was 100 percentage, chiller temperature (t4) was 4.4c. Mis advised that the mixing pump likely needs to be replaced. Be sure to drain water from pads before swapping device and nurse confirmed that they have another machine available. Per second call received nurse swapped out this device and receiving alert 113 (reduced water temperature control). The patient temperature was 38.3c, target temperature was 37c, water temperature was 21.1c and water flow rate was 2 l/m. 4 pads connected with no bends or kinks. The device had good airflow to the back. The system diagnostics showed outlet monitor temperature (t1) was 21.1c, outlet control temperature (t2) was 21.1c, inlet temperature (t3) was 22.4c, chiller temperature (t4) was 21.7c, water flow rate was 2 l/m, inlet pressure was -6.9 psi, circulation pump command was 51 percentage, mixing pump command was 100 percentage, heater showed 0, water reservoir level showed 5, system hours were 1428.6 and pump hours were 1288.1. Nurse stated that they have another device they can borrow from a different unit. Send to biomed labeled 113 (reduced water temperature control) and chiller.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be determined. A potential root cause of the reported issue is an overfilled reservoir. However, this cannot be confirmed. It is unknown if the device met specifications and whether the device was influenced by the reported failure. The device was in use on a patient. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "fill reservoir approximately four liters of sterile water will be required to fill the reservoir at initial installation. Fill the reservoir with sterile water only. When filling the control module during initial installation or when completely empty, add one vial of arctic sun¿ temperature management system arctic sun cleaning solution to the sterile water. It is recommended to add the vial when filling with the second liter of sterile water. 1) from the patient therapy selection screen, select the button next to either normothermia or hypothermia under the new patient heading. Select any pad type to continue. 2) from the hypothermia or normothermia therapy screen, press the fill reservoir button. 3) the fill reservoir screen will appear. Follow the directions on the screen. 4) the filling process will automatically stop when the reservoir is full. Continue to replace the bottles of sterile water until the filling process stops. 5) when the fill reservoir process is complete, the screen will close. 6) to stop the process early, press the stop button. Note: if the filling cycle is stopped prior to completion, the reservoir will not be full and may requiring filling after fewer patient therapies have been performed. 7) press the cancel button to close the screen. And note: the reservoir level sensor requires a conductive fluid to operate properly. Filling the reservoir without using the arctic sun cleaning solution may result in overfilling the reservoir." The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.